Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl, 400 mg/dl and 375 mg/dl. The customer was treated with pump. The customer declined the troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.